Event description:
During a routine follow-up, the physician had difficulty interrogating the device. Numerous attempts were made to establish communication, but none were successful. It was also noted that the device was pacing at 110 ppm. Based on the known crystal oxcillator anomaly, the decision was made to explant the device.